Manufacturer narrative:
Analyzer performance data was provided. There was no indication of an issue. Based on all the data provided, a clear root cause could not be identified by the investigation.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs (high sensitive) troponin t hs. No erroneous results were reported outside of the laboratory. The initial troponin t hs result was 21.34 pg/ml. The sample was repeated and the result was 13.64 pg/ml. The repeat result was considered to be correct. The sample was also repeated on a different e601 instrument and the result was 13.75 pg/ml. No adverse event occurred. The troponin t hs reagent lot number was 187549. The expiration date was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available information, a general instrument or reagent issue is unlikely. It was noted that the count difference of the erroneous result was very low indicating a possible electromagnetic interference (emi). The customer had previous issues with emi but had moved the centrifuges. A possible emi influence cannot be completely excluded as a potential root cause.